Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported.

Event description:
Device 1 of 2. Reference MFR. Report #: 3006705815-2018-06242. It was reported the patient stated therapy had changed recently. Imaging revealed lead migration. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post-operative.